Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) ) does not retract the lifeband was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective drivetrain motor. The archive data indicates two user advisories, ua02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large), around the reported event date, confirming the reported complaint. Ua02 occurs when the drive shaft rotates, causing the lifeband to shorten or tighten (compressing the chest). However, the load sensors do not detect the expected increase in load. The archive also revealed that the take-up target exceeded the maximum load sum of 34 lbs., confirming that the patient or object size was too small and light during the take-up process. Ua07 occurs when the load sensing system detects an imbalance between the two load cells. After characterizing the load cells, it was confirmed that both cell modules were functioning within specified parameters. The likely reason for the reported issue with the autopulse platform not retracting the lifeband is that the drive shaft is rotating and compressing the lifeband, but the load sensors do not register the expected load increase due to the patient or object being too small and light for proper take-up. The autopulse platform passed the initial functional testing without fault or error. However, during the run-in test, the platform stopped repeatedly to ua17 (max motor on time exceeded during active operation). The autopulse did not reach the target depth within the specification, which is related to the reported complaint. The drivetrain motor needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) ) does not retract the lifeband. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.